Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference investigation completed and product evaluated with no defects found. Additional product codes added.

Event description:
Consumer complaint of high blood glucose results. Expected fasting blood glucose test result range is 180 to 189 mg/dl. Customer feels well and observed no symptoms. Medical intervention due to meter's results will be sought at the time of the call on (B)(6) 2015. Blood test performed fasting during call on (B)(6) 2015 produced result of 446 mg/dl using lot# bp4111. Test strip lot manufacturer's expiration date for lot# bp4111 is 07/31/2015 and open vial date is (B)(6) 2015. Storage of product not verified. Test strip lot manufacturer's expiration date for lot# bp4139 is 03/14/2015 and open vial date not verified. Meter memory not recalled:

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Consumer complaint of high blood glucose results. Expected fasting blood glucose test result range is 180 to 189 mg/dl. Customer feels well and observed no symptoms. Medical intervention due to meter's results will be sought at the time of the call on 07/01/2015. Blood test performed fasting during call on 07/01/2015 produced result of 446 mg/dl using lot# bp4111. Test strip lot manufacturer's expiration date for lot # bp4111 is 07/31/2015 and open vial date is (B)(6) 2015. Storage of product not verified. Test strip lot manufacturer's expiration date for lot# bp4139 is 03/14/2015 and open vial date not verified. Meter memory not recalled: